Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 05-feb-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. All components were received in good condition. Microscopic inspection was performed. The delivery wire was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. The stent was observed in good condition, with no structural damage (i.e., no broken struts, no kinks). The functional test was performed using a lab sample prowler select plus microcatheter. The microcatheter was flushed using a lab sample syringe. After flushing, the 4mm x 23mm enterprise 2 stent was introduced into the prowler select plus, and it was able to advance. No resistance / friction was felt when the stent passed through the microcatheter. The stent exited out from the distal tip of the microcatheter. The functional test was performed without issues, the reported impeded condition encountered during the procedure cannot be confirmed. The concomitant 150cm x 5cm prowler select plus microcatheter that was used with the stent during the procedure was not available for return, the reported issue that the stent was impeded in the tip of the microcatheter may likely be related to the prowler select plus that was used with the stent during the procedure. There may have been other factors that occurred during the use of the devices during the procedure that cannot be replicated during the product analysis in the environment of the product analysis lab setting. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9080737. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure targeting an aneurysm on the m1 segment of the middle cerebral artery, the 4mm x 23mm enterprise 2 (encr402312 / 9080737) was used; after the physician half released the stent after finishing the filling and detachment of the coil, the physician tried to completely release the stent. However, it was reported that the stent was impeded in the tip of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be completely released. The physician reacted only the stent and found that there was thrombus in the stent. Digital subtraction angiography (dsa) indicated poor blood flow through the target vessel. The physician removed the microcatheter from the patient and replaced both devices. The physician released the stent and performed another dsa which showed that blood flow has returned to normal. The procedure was prolonged by approximately 10 minutes. The procedure was reported to be successfully completed. There was no report of any negative patient impact. On 22-jan-2025, additional information was received confirming that the procedure was a stent-assisted coil embolization of an aneurysm on the m1 segment of the middle cerebral artery (mca). Per the information, ¿the source of the thrombus is uncertain, and the doctor has determined that it may be an acute stent thrombosis during surgery.¿ to address the in-stent thrombosis, the information indicated that, ¿after withdrawing the stent system, imaging was performed to confirm that the target blood vessel was unobstructed, and surgical treatment continued without the need for thrombectomy.¿ it was not known if a continuous flush was maintained through the microcatheter. During advancement of the stent, resistance was encountered after the stent was partially released and coil filling was being done; during the preparation to fully release the stent, resistance was encountered. When the stent was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system when the enterprise was removed from the patient. The replacement stent was another 4mm x 23mm enterprise 2 (encr402312) and the replacement microcatheter another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and the reported 10-minute delay in the procedure was not considered to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6). Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9080737. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Impediment of the enterprise2 vascular reconstruction device in microcatheter with loss of cerebral target position will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, or ischemia/infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. It was reported that an in-stent thrombus was found after the stent was retracted, and digital subtraction angiography (dsa) indicated poor blood flow through the vessel. Since the alleged device deficiency resulted in ischemia to a vital organ, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the additional information received on 22-jan-2025 has been reviewed. Since the acute stent thrombosis resulted in poor blood flow, which was confirmed by digital subtraction angiography (dsa), this event remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.